Event description:
While using a laser fiber to break up bladder stones, the tip broke off after a few seconds of lasering. The power setting for the fiber was at 10 watts. The laser was put on stand-by. The fiber was removed and bladder irrigated to retrieve the broken tip.